Event description:
A customer sent an email to baxter corporate product surveillance to report a clearlink standard bore IV catheter extension set in which a leak was observed. According to the report, the set was "connected tightly" to a syringe but still leaked between the two products. The event occurred in the surgery department. The event occurred while they were flushing the extension set. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with the event. No additional information is available.

Manufacturer narrative:
(B)(4).a sample was returned for evaluation. Visual and functional testing was performed and no defects were observed. The reported condition was not confirmed. The root cause was not determined. A batch review could not be completed as the lot number was not provided by the customer.

Manufacturer narrative:
(B)(4). The sample has been received and is available for evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.